Event description:
The customer reported the system did not fluoro. No pt injury was reported.

Manufacturer narrative:
The ge rep found an open in the 12dc to tgi assembly. He corrected the opening. Unit operates as intended.